Manufacturer narrative:
The MFR has evaluated this event and concluded that the material analysis revealed that the implant base material titanium plasma layer comply with the stipulated specfications for the material. The fracture structure analysis indicated that material fatigue led to the event. This is often the result of cyclic loading from the prosthesis put on the implant which eventually let to material fatigue and finally to failure.

Event description:
Removal of endosseous dental implant. Implant was placed on 1/11/94 in site #31 during a complex procedure in which the implant was placed into an extraction site where the original tooth was extracted due to a vertical root fracture. Bone augmentation was performed using freeze-dried bone and a resorbable membrane. The clinician reports that the reason for implant failure may be due to slight distal angulation of the implant or occlusal overload from bruxism. The implant fractured and was removed on 8/26/97.